Event description:
Additional information received from a consumer reported there were no symptoms related to the fall and out of regulation (oor) message. The oor message was not resolved. The oor message went away, but came back again. It was temporarily fixed by a manufacturer's representative (rep) at a meeting on (B)(6) 2016 and the healthcare provider's (hcp) office. The patient had an appointment scheduled for (B)(6) 2016 to meet with the rep at the hcp's office and was hopeful that would fix the issue. Additional information received from the hcp reported that troubleshooting performed in related to the oor error code issue included a rep coming in to meet with the patient. The patient had a follow-up appointment scheduled for (B)(6) 2016. The hcp noted that they would probably schedule the patient for a revision, but the revision had not yet been scheduled at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy. It was reported the patient was getting an out of regulation (oor) message on the patient programmer (pp) screen. The patient fell down the stairs on (B)(6) 2016 and had been getting the oor code on the pp screen since then. No patient symptoms were reported regarding this event. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.